Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that struts from the most proximal stent row were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x28mm promus element plus stent was selected to treat the target lesion. However, during introduction, resistance was encountered. The device was removed and a protruding strut in the middle of the stent was noted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x28mm promus element plus stent was selected to treat the target lesion. However, during introduction, resistance was encountered. The device was removed and a protruding strut in the middle of the stent was noted. The procedure was completed with a different device. No patient complications were reported.